Event description:
The account alleged, the head section is not lowering. No injury reported.

Manufacturer narrative:
The technician adjusted the pneumatic gas spring release tension to resolve the issue.